Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that after the port system was implanted, the device allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerloc infusion set was returned for evaluation. Functional and gross visual evaluations were performed. The sample was functionally tested to observe for fluid leak and no leaks were noted upon infusion and aspiration. The investigation is inconclusive for the reported fluid leak, as only powerloc infusion set was returned and no complete device was returned for evaluation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that after the port system was implanted, the device allegedly leaked. There was no reported patient injury.